Event description:
It was reported that there was exit block. It was noted during right ventricular (rv) lead revision there was high impedance in different positions. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, implanted: (B)(6) 2013; sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Electrical resistance and cross continuity test results were within specifications. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.